Event description:
Home pt reported system error 2240 on homechoice machine which is indicative of a cassette leak. Home pt ended therapy and restarted with new supplies. No pt injury reported and no med intervention was required.